Event description:
The customer reported that an erroneously elevated platelet (plt) result was generated for a single, fingerstick patient sample tested on a coulter ac-t diff 2 analyzer in open vial mode immediately after sample collection. Beckman coulter inc. Assessment of customer supplied data indicated that the plt result was accompanied by an instrument generated flag which, per beckman coulter inc. Labeling, necessitated the review of the result. Additionally beckman coulter inc. Assessment of customer supplied data indicated the generation of an elevated white blood cell (wbc) result with an instrument generated flag and elevated red blood cell (rbc) and hemoglobin (hgb) results without instrument flags. Upon follow-up testing performed on a redrawn sample on an alternate instrument, all parameter results were lower and regarded as valid. The erroneous results were reported out of the laboratory. The doctor questioned the erroneously high plt result. Due to the patient's symptoms and history of low plt counts, the patient was sent to the hospital and redrawn. Based on the additional test results performed at the hospital, the patient received a plt transfusion. No patient treatment, serious injury or modification to patient treatment was associated with the initially erroneous plt, wbc, rbc or hgb results. Quality control (qc) results were within specifications on the low and normal control levels. Platelets were recovering high on the high level control. Qc printouts were not provided for this event by the customer.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the site for this event. The field service engineer (fse) reviewed instrument operation and indicated that plt controls were biased high but within range on low and normal levels and above the upper reference limit on the high level control. The fse order new controls as they were nearing their end of life. The fse also replaced the red blood cell aperture. Upon completion of the necessary repairs, results correlated between the coulter ac-t diff 2 analyzer and another instrument. A failure mode for the erroneous plt, hgb, wbc and rbc results could not be determined based on available information. The root cause of the reporting of the erroneous plt and wbc results is use error. There were instrument generated flags to alert the operator to review results.